Event description:
On (B)(6) 2015 an e-mail was received from a patient (pt.) Informing us of an eye injury related to acuvue oasys contact lens (cl). The pt. Reported that he/she purchased 2 boxes of acuvue oasys contact lenses and reports that he/she used a cl in the left eye that had a ¿very small piece was missing out of the edge.¿ the pt states that ¿the first time this happened, it caused a corneal ulcer and I ended up in the hospital.¿ the date of the event is unknown. Multiple unsuccessful attempts have been made to contact the pt to obtain additional information, the lot number of the product in question and product availability for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).